Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection and simulated use testing revealed that the hub was blocked and a 0.035 prep kit guidewire could not be passed. A 0.018 mandrel was able to be passed, however, with no resistance.

Event description:
It was reported that during preparation for a lead extraction procedure, the bridge occlusion balloon could not be loaded onto the guidewire. Reportedly, the guidewire was not able to pass through the blue port of the device. No patient was affected by this issue.

Manufacturer narrative:
Patient date of birth and gender are being provided.